Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High pacing impedance was reported. The lead was replaced but remains implanted. Further information was requested but not received.